Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown product performance issue. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported. The lead was out of service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.